Manufacturer narrative:
Age at time of event: 18 yrs. Or older. (B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified left main trunk artery. A 15mm x 5.00mm quantum apex¿ balloon catheter was selected to treat the lesion. Upon first inflation the balloon was inflated at 12 atmospheres (atms) and on second inflation the balloon ruptured at 12 atms. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.